Manufacturer narrative:
The icy catheter associated with this complaint will not be returned for evaluation. The catheter package was damaged in the transit, and was discarded by the carrier. Since the catheter was not returned, an investigation could not be performed and a root cause could not be determined. Administration of sterile cold saline i.v. Up to 1.5 l is one of the common methods of treatment at the hospitals. In agreement with a customer, there was no patient's effect attributed to zoll catheter.

Event description:
The patient was hospitalized and underwent ivtm therapy. A zoll icy catheter was inserted into the patient's femoral vein. The insertion was smooth. Approximately 20 hours, at the end of hypothermia maintenance, the 500 ml saline bag was noted empty. No saline fluid was observed on the floor or near the console. The customer changed the start-up kit (suk) and the saline bag, however, the second 500 ml saline bag was observed empty again. The catheter was not replaced and was left in place, and used as the central line. The specifics of the alternative therapy were not disclosed. No consequences, or impact to the patient.